Manufacturer narrative:
Investigation findings: the customer's report of getting hot was not confirmed. The bur guard was evaluated and met normal temperature specifications. Further examination found foreign material on the exterior and interior of the device. Conmed linvatec repair records found no service date for this bur guard. The recommended preventative maintenance is every six months. The customer will be contacted for any add'l inservicing needs.

Event description:
The customer reported that during use, the device got hot. It was reported that the pt received about "a nickel-size burn" on the inside lower lip and that the surgeon treated the burn successfully with vaseline.